Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 a pneumoperitoneum and stoma site bleeding was confirmed. The patient received IV antibiotics and the order to let the pneumoperitoneum absorb itself. The patient was coughing up phlegm prior to the peg insertion and treated with oxygen. The patient worsened and he had more phlegm, causing the coughing and at the end the stoma bleeding. In (B)(6) 2017 the pneumoperitoneum and the stoma site bleeding resolved.